Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise, which was noted to be a known issue. Technical services was contacted and troubleshooting recommendations were provided. No adverse patient effects were reported. This ra lead remains in service.